Event description:
It was reported that the patient had greenish drainage, redness, and tenderness at chest incision site. Patient was started on doxycycline. The patient had been implanted within the past 2 months. It was reported through clinic notes for a post-op wound check dated (B)(6) 2019 that there was no indication of infection although there was a large scab. The doctor removed an exposed suture and prescribed the patient the antibiotic keflex. Clinic notes dated (B)(6) 2019 reported tat the patient had incisional dehiscence and he had developed a post-op infection on the incision of the left chest. The patient noted that the wound seemed to be healing with antibiotics as the drainage had stopped in the past 24 hours, the area has scabbed over and the redness/tenderness has improved. The doctor noted that there was no drainage or purulence at the site or other signs of infection. It was noted that the patient ad developed a post-op infection that was now resolving nicely. The manufacturer's device history records were reviewed and sterility of the lead and generator prior to release was verified no further relevant information has been received to date. No further relevant intervention has occurred to date.

Event description:
The patient reported that it had been over 3 months and her chest incision still hadn't closed. She had been seeing her surgeon consistently but he kept saying that everything was fine but she felt that it was not. She said that the chest incision bled from time to time whereas the neck incision had closed within a week. No further relevant information has been received to date. No further relevant intervention has occurred to date.